Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the insulin pump began to squeak and had a constant tone about 20 minutes after delivering a bolus. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was 9.4 mmol/l. The insulin pump was not delivering insulin. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. No constant tone or audio or beep anomaly during n our testing. The insulin pump passed self test, a21 error test, rewind test, basic occlusion test and displacement test. All of the buttons functioned properly and no damage noted on the keypad traces. The insulin pump has minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.